Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating that there has been a 10% improvement on the new interstim setting. Patient also started on detrol in combination with myrbetriq. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient felt stimulation in a different location following a program change. The patient indicated that they were feeling stimulation more in the anus and it felt like pressure whereas the patient normal felt stimulation in the vagina. The patient then noted that the therapy has never changed their incontinence and the patient may drink liquids and try to go to the bathroom, but urine does not come out. The patient takes pills and has tried cream in case of infection, but the issue continued. At the time of the call the patient was on program 2 and set to 0.9. When stimulation was increased to 1.2 the stimulation sensation moved to the patient's vaginal area which the patient considered an improvement. The patient was advised to follow-up with their healthcare provider (hcp) regarding their symptoms. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating that the actions/interventions taken for resolution was changing patient from setting 4 to 2 and left at 0.9 where patient felt stim in vagina. As for other settings 1,3 and 4 patient felt stim in anus. Patient has also self discontinued trospium and started myrebetriq. Patient will need to follow up on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Fdm code corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the therapy was still not working, they had to rush to the bathroom or they would have an accident. They caller met with their healthcare provider and manufacturer representative the monday prior to report and they helped them change programs. They were currently on program 3 at 1.2, they tried increasing to 1.5, they felt stimulation in the rectum. They patient wished to change programs. They changed to program 4 at 1.6 and increased to 2.3. They had an x-ray scheduled for the day of the report to check the lead location and connection.